Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. As received, the monitor failed incoming testing as it would not recognize an ECG signal. Upon evaluation, the esd3 component was defective on the computer / analog (ca) board. The cause of the incoming test failure is the defective esd3 component. The root cause of the defective esd3 component cannot be positively identified. There is no indication that the defective component caused or contributed to the patient's death. The patient experienced an asystole event, which is considered a non-treatable, non- life sustaining rhythm.

Event description:
During servicing of a monitor, which was returned for investigation into a patient's death, a reportable problem was found. The monitor failed incoming testing as it would not recognize an ECG signal.